Event description:
It was reported that the location of the patients spinal cord stimulation (scs) leads were not providing adequate pain relief, despite multiple reprogramming attempts and the implantable pulse generator (ipg) was having difficulty keeping a charge. The patient underwent an explant procedure. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7074405/7074420. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 27690420.